Manufacturer narrative:
(B)(4). The lot 14g050 was manufactured july 23, 2014 to july 25, 2014. The affected device was received for evaluation. Visual inspection (via the naked eye) and under microscopic inspection was unable to find any particulate matter. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter observed inside the reservoir of a half day infusor. This was noted after filling the reservoir with desferrioxamine solution. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.